Event description:
It was reported that patient let pump run dry and stated she was not in pain anymore, had not other symptoms and would like an explant. The pump was noted to be dry and non-functional; therapy suspended as an intervention with patient awaiting explant. Drug(s) in the pump was not reported. Patient/event outcome noted as resolved without sequel.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n114990, implanted: (B)(6) 2007, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).